Event description:
It has been reported that the patient's blood glucose levels rose to greater than 250 mg/dl. There was a communication error between the pod and the cgm during the operation. The device was returned and a tear was observed in the cannula.

Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The pod was able to perform a successful rerun. Inspection of the patient history buffer (phb) data found that the estimated glucose values (egv) transitioned to -7 and -6 for an extended period of time, indicating the pod had issues connecting with the continuous glucose monitor (cgm). No damages or deficiencies were observed in the pod that would lead to a pod and cgm communication error. The exact cause of the reported pod and cgm communication error event could not be determined. During fluid path testing, fluid was not able to travel the complete fluid path due to a tear in the exposed soft cannula. This tear resulted in a leak. The exact time and cause of the soft cannula damage could not be determined. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.